Event description:
It was reported that during a lead revision procedure; upon interrogation, the pulse generator exhibited backup vvi mode. The device was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.